Manufacturer narrative:
The code associated to k121012 has been modified, from cem to jqp, as per FDA request. Jqp is more representative of accelerator a3600, the product impacted by the issue.

Manufacturer narrative:
According to the investigation findings, inpeco's device, and in particular the aliquoter module, functions as expected. The aliquoter module is set correctly and there are no evidences of problems on the pipettor itself. Moreover, according to the details provided by the customer / distributor, the electrolytes parameters measured on the aliquots are comparable; therefore, there is no evidence of dilution of the aliquots. No additional actions by inpeco are foreseen.

Event description:
Two (2) aliquots from sample tube ID (B)(6) were tested for estradiol by a third-party analyzer, connected to inpeco laboratory automation system: the result of one aliquot was approximately 29; the result of the other aliquot was approximately 130. Other parameters (electrolytes, glucose) were measured, and they are the same.